Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed as the device was not inflating all the way. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders and pump were implanted. . Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.